Event description:
The customer received questionable results for an unknown number of patient samples tested for creatinine plus (creatinine). The customer stated that the repeats for these samples run on an integra 800 analyzer were twice that of the original values from the c501 analyzer. The customer did state that two patient samples had erroneous results reported outside of the laboratory. These two samples were repeated and corrected reports were issued. The customer could not provide the values for these two samples. The customer did provide results for a third patient sample, but it is not known if the erroneous result for this patient was reported outside of the laboratory. This third sample initially resulted as 0.41 mg/dl. It was repeated on an integra 800 analyzer resulting as 0.91 mg/dl. No patients were adversely affected by the event. The creatinine reagent lot was 65572301 with an expiration date of 09/30/2012. The field service representative determined that rinse levels on the rinse mechanism were low. He changed the reagent probes on the instrument and performed preventive maintenance per protocol. The customer ran calibration and quality control with no issues.

Manufacturer narrative:
A specific root cause could not be determined. The issue was solved with rinse level adjustment and changing of the reagent probes. No patients were affected by the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.